Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported an issue regarding the use of the safety needle and stated "ampule bags/pfs/vial leaks." The product information was not provided.

Manufacturer narrative:
Additional event information was received from the customer on 09jun2024 therefore sections b5, d1 and d4 were updated.

Event description:
The customer reported an issue regarding the use of the safety needle and stated "ampule bags/pfs/vial leaks". On 09jun2024 the customer provided additional information stating that when the syringe was vented, the injection solution ran over the screw thread. A crack is visible in the cannula and the needle is also slightly bent. The packaging inside and outside appeared undamaged. The application was carried out by trained specialist staff (2 carers).

Manufacturer narrative:
The following sections were updated or answered: d1 brand name; d3 manufacturer name and address; d4 unique identifier (UDI) #; d4 expiration date #; g4 PMA/510(k)number; h5 labeled for single use; h6 evaluation codes. Investigation summary: no physical samples were returned for evaluation. The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Based on all available information, no abnormal conditions were found that could trigger this issue. Photos were provided however the reported issue was not observed. All information received will be used for tracking and trending purposes and we will continue to monitor.

Manufacturer narrative:
Samples were not received for the investigation. A device history record review could not be performed because a lot number was not received with the complaint. Because a sample was not returned, we were unable to perform a follow up investigation to include functional and visual evaluations to confirm the reported issue and determine the root cause, therefore a corrective action is not applicable at this time. If a sample is received at a later date, this complaint will be reopened for further investigation. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
The device history record (DHR) for lot 112744 was reviewed and no anomalies related to the reported issue were observed. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. During production, inspectors routinely examine a statistical sample both physically and visually. One device was returned for evaluation and the reported issue of cracked hub was observed. The investigation did not identify a systemic issue with the product or process. A specific root cause could not be identified based on available information. Therefore, a corrective and preventive action (CAPA) is not necessary at this time. We will continue to monitor related reports to determine if additional actions are necessary.